Event description:
An optometrist reported a case of trace diffuse lamellar keratitis (dlk), observed on a patient's right eye at one day post lasik treatment. Reporter indicated the topical steroid dosage was increased on a scheduled taper. Patient noted mild irritation of the right eye. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).